Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their set. The customer states their infusion set from the serter became dislodged. The customer states they continued to use it and their levels rose to 400mg/dl. The customer states they treated with the pump. The customer states they noted bent cannulas. Troubleshoot was conducted. The customer was advised the sets would be replaced and returned for analysis. The customer declined to troubleshoot for the highs.